Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to remove pump from the case and clean the pneumatic tap area, but reloading the same cartridge did not resolve the issue. Since there was not enough insulin available to load a new cartridge, customer was advised to follow up with healthcare provider to obtain more insulin and to use multiple daily injections (mdi) in the meantime. Customer declined further follow-up but mentioned willingness to call back if necessary.